Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had a cracked case near the display window corner, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and minor scratches on the reservoir tube window.